Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during use, during dwell 1. The technical service representative (tsr) had the home patient (hp) review setup and the hp stated that clamps were open on unused supply lines. The tsr reviewed proper procedure with the hp and had the hp power cycle the hc to end therapy. The tsr advised the hp to start over with new supplies and call the rn about possible exposure to unsterile air. The hp started over with new supplies and called the rn. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was determined to be the patient leaving a clamp open on an unused supply line during therapy. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.